Manufacturer narrative:
H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred during unspecified dates of (b(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) automated pd cycler sets had a connection issue; further described as ¿connection not tightening¿ (not further clarified). This was observed prior to the patient use, during preparation of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.